Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the systems' iris was stuck in the closed position. No pt injury was reported.